Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and no anomalies were found. The analysis results found that device (b) was returned with one jaw broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The device was cycled and ejected the remaining clips due to the jaw condition. The event could not be confirmed due the returned condition of the device. The manufacturing records were reviewed and no anomalies were found. Batch # g9km4n. Mfg date 07/24/2010. Exp date 6/24/2015. Broken jaw at bifurcation.

Event description:
It was reported that during an unknown procedure the first device fired and would not release from the tissue. There were no noise heard and the device worked for a few minutes and then jammed. A second device was pulled and the same thing occurred. The surgeon had to work the devices to get the device off tissue. Unknown how the case was completed. There was no patient consequence reported.